Manufacturer narrative:
This is for the same event reported in manufacturer report 2937094-2018-00505.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was end firing after 89,350 joules and 10 minutes of use. A second fiber was reported to forward fire after 79,179 joules and 9 minutes of use. A third fiber was utilized to complete the case. There were no patient clinical consequences reported due to this event. This is for the first fiber.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap bevel edge and the metal cap are not aligned. The glass cap is protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on the surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.